Event description:
It was reported that in 2008 an attempt was made to place a cdc on a child. The operator started with a percutaneous technique without success. The operator then moved to a cut down technique. Then he observed a massive hemothorax, the operation was aborted, and the pt moved to an ICU, but 2 days later she died.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.